Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018.

Event description:
It was reported that the patient developed an infection. No device malfunction was suspected. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.